Manufacturer narrative:
(B)(4). Batch # r5800h. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received partially fired 2/3. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired reload is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A trocar was received with the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the jaws eventually open? How was the device removed from tissue to remove it from the patient?

Event description:
The surgeon put the psee60a (echelon flex gst) inside the trocar and activated. The blade didn't turn back, so surgeon used reverse button, and manual reverse button, also didn't turn back. Surgeon had to get all the products out together. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws eventually open? How was the device removed from tissue to remove it from the patient? Professor used psee60a in left hemicolectomy, as she fired the blade didn¿t come back with articulated and closed jaws. As the blade didn¿t turn, professor pushed the reverse button and it still didn¿t turn back. So she used manual reverse button, and it didn¿t come back again. Finally, she used endo-scissors to cut the tissues near the jaws and she had to pull out the device with trocar (because it was articulated).